Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported during treatment, a blood leak occurred. The leak was not visually observed, but the test strips tested positive, and the machine alarmed. Estimated blood loss was 300cc's. Pt required no medical intervention. Sample has not been returned to the MFR.